Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had switched healthcare providers (hcp) 9 months prior to the report and beginning 3 months prior to the report the pump ¿doesn¿t seem like it is working anymore and has gotten worse¿. The patient mentioned this to the physician and received a bolus dose at an appointment on 2013-(B)(6) but no additional diagnostic testing was performed; however, the patient also mentioned that the hcp had ordered additional testing such as a catheter dye study. After the patient received the bolus dose the hcp returned 45 minutes later and told the patient that everything appeared to be working fine since the patient fell asleep during that time. The patient also mentioned that 2 months prior to the report the hcp suggested seeing a surgeon; however, no information was provided as to why. The patient also noted that the current dose had more dilaudid that what he had prior to switching hcps. The patient reported having vision problems, cannot sleep at night, slurred words, ¿just isn¿t feeling well¿ and had stomach problems. The patient also reported falling twice; once approximately 1.5 months prior to the repot which was ¿real bad¿ and then a second time approximately 3 weeks prior to the report. Both times the patient fell on his back. Approximately 3-4 weeks prior to the report the patient began to experience pain in the front left rib and then approximately 4-5 days prior to the report the pain moved to the patient¿s back right above the catheter site, on the left side and tailbone. The patient stated that it felt like the catheter was moving. The patient reported all of the symptoms to his current hcp. The patient¿s last appointment was 2013-(B)(6) and the pump was not due for a refill until (B)(6), 2013. The patient noted that he was told that he would need to continue to take oral medications. The patient was currently seeking a new hcp. The device system delivered dilaudid and fentanyl. Additional information has been requested but was not available at the time of this report.